Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (18 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has not been returned to the manufacturer yet. A report will be submitted upon analysis of the returned pump.

Event description:
Berlin heart inc. Was informed by the clinic that the excor blood pump of a patient supported in the lvad configuration was not ejecting completely. An adjustment of the ikus stationary driving unit parameters brought no improvement. Upon evaluation of video sent by the clinic, berlin heart inc. Ca personnel recommended an exchange of the affected blood pump. Trained personnel at the clinic exchanged the blood pump without incidence. The patient was not affected by this incident and is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4) is submitting the report on behalf of berlin heart gmbh(manufacturer). An air cushion was detected during initial visual examination of the returned blood pump. The blood pump was tested for functional performance and did not meet its required functional performance. For further investigation, the pump was submitted for an external CT examination where an air cushion was confirmed between the air-side layer and middle layer of the triple-layer membrane. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was detected in the air-side layer along the rolling radius of the stabilization ring. Additionally, graphite agglomerates were detected between the membranes. The middle and blood-side layers were found to be intact. At the time of investigation, the thickness of the individual layers at all the fixed locations and also at the defect location was found to be within specification. The cause of the failure was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion between the air-side and middle layers, causing the reduced pump performance(incomplete filling and emptying).